Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. The issue was observed within three or more hours of insertion. The site of insertion was abdomen. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.